Event description:
On (B)(6): customer reports via phone that during a urology procedure, the system lost fluoro capability. Customer would not provide any further pt or procedure info. Customer did state there was no reported pt injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot system and found a failed collimator assembly. Fse replaced and calibrated the collimator, then verified proper operation according to service checklist qssrwi4.1. Unit passed checkout procedures and was returned to service.